Event description:
The pump was returned for investigation. Investigation revealed that the vibratory motor had failed. Evaluation also revealed that all of the keypad buttons were intermittently unresponsive and there was evidence contamination found under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the vibratory motor had failed and was misaligned. When realigned during evaluation, the vibratory remained non-functional. Evaluation also revealed that all of the keypad buttons were intermittently unresponsive. There was no damage to the keypad observed. The keypad was removed and evidence of contamination was found under all button contacts. Unrelated to these issues, a review of the pump history showed a loss of prime with low non-zero force had occurred. (B)(6).